Event description:
It was reported that this cable and extension accessory was returned for analysis after a visual examination noted a hair within the sterile packaging. No patient involvement was reported.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). This product and its packaging were inspected and tested upon receipt. Visual examination identified no anomalies. The package was rotated in multiple directions, and no hair was noted within the sterile packaging. Additionally, x-ray imaging identified no anomalies. An impedance test was completed, and resultant measurements were within expected range. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.